Event description:
A female, pt, underwent urgent aaa repair in 2009. The pt's anatomical form was suitable for aaa repair and was conducted as labeled. The contralateral iliac leg graft was found to be narrowed at around the third or forth stent. The narrowed site was ballooned but patency was not be established. Another zenith iliac leg was additionally placed at the narrowed site and ballooned using another manufacturer's balloon (12 mm x 4 cm). A confirmatory angiogram confirmed the blood flow at the contralateral iliac leg graft was ok and so the procedure was completed. The pt has shown signs of recovery.

Manufacturer narrative:
Event evaluation: still under investigation.